Event description:
It was reported that the bd cannula blunt plastic needle was coring. The following information was provided by the initial reporter: "needle coring, customer called in wanting safety data regarding coring of blunt needle, did not want to file a complaint." Advised customer that this is a complaint and reportable issue. "Customer was not being cooperative and refused to provide the facility name."

Manufacturer narrative:
B:3. The date received by manufacturer has been used for this field. E:1. Address was not located and il was used. H:3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.